Event description:
The customer reported the ventilator alarmed due to a gas supplies lost: safety valve open alarm occurrence. The customer reported the device was not in use on a patient therefore, there was no patient involvement or harm. Loss of both air and oxygen gas supplies will affect the function of the ventilator. If the ventilator is operating in normal ventilation mode and no air flow is detected, and the ventilator cannot switch to an oxygen source as it's not detected by the oxygen pressure switch or it's disconnected, the ventilator will alarm and the safety valve will open. As the device is out of warranty, the customer contacted manufacturer's product support. The customer verified that the ventilator blower was operating and the device was passing extended self testing. The manufacturers product support engineer advised the customer to perform further performance verification testing. The customer has provided no further information.

Manufacturer narrative:
Out of warranty; no request for manufacturers service.